Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 85 96sc, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 01-jun-2020, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 27-mar-2020, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen via an implanted pump. The patient¿s medical history was spasticity. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had a catheter revision performed in (B)(6) 2018, but it did not improve catheter flow long term.